Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the blower assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the blower assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Based on the information provided, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Manufacturer narrative:
Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.

Event description:
It was reported to philips that the device's blower stalled. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
The device was reported to being set up for use, there was no delay in therapy, the device was swapped out for another, and the customer confirmed there was no medical intervention provided to the patient and no patient harm reported